Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the faults. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, errors m-02 ad n-08 occurred and the erbe generator did not recognize the grounding pad. The customer received phone assistance from the technical support engineer (tse). The tse had the customer connect the power cable to the hospital outlet directly and then power cycle the erbe, but the issue was not resolved. The tse had the customer utilize a third-party electrosurgical unit (esu) to start the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed when the issue occurred.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) generator was sent to and evaluated by the original equipment manufacturer (OEM). The reported malfunction was confirmed. The unit generated error m-02-7 at start-up. Unrelated to the reported issue, while performing calibration, the unit produced an uneven waveform and inconsistent values.

Event description:
Refer to h10/h11 for follow-up information.